Event description:
When attempting to use reservoir/oxygenator for cardiopulmonary bypass, the pt's blood did not pass through the filter but rather came out several access ports on top of the component, at high velocity.